Event description:
Baxter product surveillance received a report from a nurse via the baxter clinical helpline to report the minicaps falling off from the transfer set. The home patient had not yet begun peritoneal dialysis, and the cap was placed in the operating room on an unknown date. The issue was discovered when the patients arrived to have the catheter flushed approx a week later. The nurse also described that the caps seems to fit differently. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.